Event description:
A male patient underwent initial repair in 2008. A zenith main body, two iliac leg grafts and a main body extension were placed without incident. Over time, the common iliac grew larger and had developed a type I-b endoleak, thus deeming a secondary procedure, where two zenith iliac zt leg grafts were placed, as well two stents of another manufacturer's. The physician decided to extend to the external iliac artery with two z-track leg grafts. The external iliac was tortuous, so they implanted the other manufacturer's stents. The status of the patient at this time is unknown.

Manufacturer narrative:
Event evaluation: still under investigation.